Manufacturer narrative:
This report is submitted on dec 28, 2023.

Event description:
Per the clinic, the patient reported issues while trying to get connection with her device. Troubleshooting in clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on january 23, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 21, 2024.